Manufacturer narrative:
The device was sent in for "annual safety check", therefore there is no customer allegation. The regional repair center identified the following failures that are subject to investigation: "el-connector has corrosion due to water leakage." "Adhesive around objective lens has discoloration." "Inside of lg lens has stain." "Forceps elevator has foreign material." "There is corrosion around l-arm." The investigation for the failures listed below is supported with prior investigations performed through the product technical investigation (pti) process as documented in the as investigated codes: "el-connector has corrosion due to water leakage." "Adhesive around objective lens has discoloration." "There is corrosion around l-arm." A risk review was performed based on historical data and no unanticipated risks, new failures, and/or new harms were identified. A historical review of the last 12 months of complaints was performed and no trends were identified. A CAPA history review was performed. There are no capas identified related to the reported issue. Additional findings were identified during device inspection that are subject to investigation. For the additional failures "insertion part, distal end, biopsy channel leak": the most probable cause is cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. For the additional failures "inside of lg lens has stain" and "forceps elevator has foreign material.": the most probable cause of the additional failure is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required.

Event description:
It was found during device evaluation that the duodenoscope's forceps elevator had had foreign objects. There was no report of patient involvement.